Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding the notation of a leak in the pt line of the homechoice set while attempting to perform the prime cycle prior to their automated peritoneal dialysis therapy using the homechoice machine. Per initial report, baxter's tsc assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.